Manufacturer narrative:
The insulin pump was received with no button response due to flattened up and down button dome switch. The insulin pump was received with minor scratches on the display window. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act and esc buttons are unresponsive. Customer's blood glucose reading was 143 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised it is harder to push the buttons as time goes on. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.